Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of the fungal peritonitis event was unknown. The patient was treated with an unknown antibiotic (dose, route, and frequency not reported) for the event. It was reported that the patient was recovering from the peritonitis event. At the time of this report, dianeal therapy was discontinued and hemodialysis was initiated. No additional information is available.